Event description:
Event description guidant received information that this left ventricular lead, which had been in service for over one month, needed to be repositioned secondary to a dislodgement. However, the guidewire would not pass through the lead. The physician elected to explant and replace the lead.